Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent button response due to corroded keypad traces. The insulin pump was also received with a cracked reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during the fill tubing step. The customer's blood glucose was 172 mg/dl. The customer stated that she was doing a set change when she received the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.